Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device prompted a "unit failed" message and shut off. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.